Event description:
It was reported that: "during insertion of the cvc by dr (B)(6) while doctor tried to aspirate, it was then noticed that there was air being withdrawn and a possible cracked needle hub. Another needle was used, and the procedure was successful. Anatomical insertion site of the device: supine device removed entirely and another needle was used and procedure completed. No delayed in therapy and no harm to the patient."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis of the photo revealed that the introducer needle had a crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during insertion of the cvc by dr mp fourie while doctor tried to aspirate, it was then noticed that there was air being withdrawn and a possible cracked needle hub. Another needle was used, and the procedure was successful. Anatomical insertion site of the device: supine device removed entirely and another needle was used and procedure completed. No delayed in therapy and no harm to the patient."